Event description:
Attorney reported: in 2006 - the pt underwent a right inguinal hernia repair procedure with implant of a perfix plug. Approx the following month - the pt reports chronic pain and bulging at the implant site, accompanied by pressure in groin region and a prolonged recovery time. In 2008 - the pt is advised to have the plug removed due to a recurrent hernia. No doctor has attributed the above bodily injuries to the use of or any defect in the perfix plug.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or additional info becomes available. Note: report from attorney indicates that no doctor has attributed the event to the use of or any defect in the perfix plug.